Manufacturer narrative:
Change from: unicel dxc 800 pro synchron chemistry analyzer. To: synchron lx 20 pro clinical systems. Change from: model number dxc800 pro, catalog number a11812, to: model number lx20 pro, catalog number 476100. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) to report the autoloader position error and cap piercer leaked wash solution. No injury or exposure was reported.

Manufacturer narrative:
Cts generated a service request for instrument. A bci field service engineer (fse) performed service on the instrument: found cap piercer was not vacuuming during blade wash. Replaced blade wash housing/block. Found tubing at base clogged. Aligned cap piercer and verified function. Cap piercer performing properly; racks loading properly.